Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found defective printed wired assembly (pwa). Performed functional test and found defective pwa and replaced it. The customer complaint was confirmed. The probable cause was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during investigation of a returned cadd-solis vip ambulatory infusion pump had exhibited an error code 46510 and printed wired assembly (pwa) were defective and replaced. There was no patient involvement.